Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood on the balloon and contrast in the inflation lumen and on the shaft. This is consistent with preparation and use inside the body. The undamaged stent implant was stationary on the tightly folded balloon between the markers. Dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. Additionally, there were two bends in the hypotube noted. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Although the anatomical condition was not reported, the failure to cross is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. Reportedly, the sds failed to cross during an attempt to treat in-stent restenosis of an unspecified stent. The promus instructions for use (IFU) state that the safety and effectiveness of the promus stent have not been established for subject populations with in-stent restenosis. It is unknown if this may have contributed to the reported difficulties. It was confirmed that the hypotube and jacket were separated at the distal end of the strain relief tubing. The hypotube fracture face was oval shaped. The hypotube jacket was stretched and jagged at the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. The shaft most likely kinked during advancement of the sds in the anatomy and further manipulation of the shaft would have contributed to the shaft separating. Since there was no report of any damage to the sds prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and there have been no related incidents reported for this lot. The failure to cross, shaft separation, and subsequent bends noted during analysis appear to be related to operational context. There are no indications of a lot specific product quality deficiency. Product performance engineering will monitor the incident circumstances. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected for kinks during the manufacturing process and a sampling of units is destructively tested to verify lumen integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that during an attempt to treat an in-stent restenosis of an unspecified stent, while attempting to position the stent, the shaft separated near the hub of the stent delivery system. It was removed and the procedure was completed with another of the same device. No patient effects were reported.